Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that wife's insulin pump had critical pump error alarm. The customer's blood glucose value was 146 mg/dl. Troubleshooting was done. The customer stated that they able to saw critical pump error image on screen. The customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.